Event description:
It was reported that bradycardia and stent dislodgment occurred. The 80-90% stenosed target lesions were located in the severely tortuous and severely calcified proximal and mid right coronary artery (rca). There was a bend in the lesion. Pre-dilatation was performed with a non-compliant (nc) balloon catheter. A synergy xd drug-eluting stent was advanced but failed to track the lesion so the stent was deployed in the proximal lesion. The physician post dilated the stent. And performed additional dilatation at the distal portion of the stent. A second synergy xd drug-eluting stent was advanced but it also failed to cross the entire distal lesion so it was deployed distal to the proximal stent with a bit of overlap. An nc balloon catheter was used to further dilate the lesion and a 3.0 x 16mm synergy xd drug-eluting stent was advanced to the distal lesion but it would not cross. The patient became bradycardic and chest compressions were done on the table. The physician decided to remove the third stent without deploying and while it was being removed the stent stripped off the shaft and lodged onto the proximal stent where it remained. The guidewire was removed, a cine was taken, and no further intervention performed. After the patient was stabilized, they were transported to the recovery room. The patient condition was stable and improved.